Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00182. The pt (B)(6) is implanted with two percutaneous leads (different models). During a programming session it was reported that the pt's left lead is providing effective stimulation; however, the right lead is producing a sharp sensation. The physician suspects the reported discomfort may be the result of the lead not being inserted correctly. Surgical intervention will be undertaken at a later date to address this issue. Since it is unk form which lead the discomfort stems, both devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.